Event description:
The facility representative reported an ipump with a condition of "only runs on a new 9 volt battery for 2 hours, then it alarms low." It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ipump that only runs on a new 9 volt battery for 2 hours was confirmed and reproduced during product evaluation. The root cause was a micro-processor unit (mpu) board failure. The mpu board was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.